Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the left side of an easyspray device ¿blew out/exploded¿ while a hemostatic sealant was being sprayed. The device was being used with a ¿nitrogen h tank¿ (nitrogen/hydrogen), around 90 psi (pounds per square inch) or higher. This occurred during preparation prior to use on the patient. It was reported that ¿there was potentially too much pressure¿. There was no patient injury or any injury involving healthcare staff. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which observed that the left side of the device was broken. The reported condition was verified. The cause could not be determined however, the most probable cause of the condition was too strong of a pressure being applied by the user or connection to an oxygen source. The leaflet of the device advises the customer to use a compressed gas supply that is between 3,5 to 7 bar otherwise the functionality of the easyspray is not guaranteed. It is unknown what the customer had the device plugged into with regard to the pressure source. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.